Event description:
It was reported that during a procedure it was noticed that the right atrial (ra) lead was "missing" about one centimeter of insulation. It was suspected that the ra lead was damaged during the procedure, however all lead measurements were within normal limits, as measured via analyzer. Prior to the completion of the procedure medical adhesive was applied to the affected area by the physician, allowed to dry and a suture sleeve was placed over the top and tied down. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.